Event description:
It was reported that during testing the device will stop the flow of water without an alarm. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Date returned to mfg,evaluation codes: updated. One device was received in poor condition. Per visual inspection, the front cover was cracked, chipped and broken on the bottom, main block contaminated, pole clamp handle damaged, line cord faded and worn, quick connect corroded, enclosure cracked under quick connect, water tank cover broken and cracked, pcb missing led's. Per functional testing, the pump was not working and pcb damaged. The complaint was confirmed. The root cause was the pump and pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.